Event description:
On (B) (6) 2001 (exact date is unknown), the primary surgery was performed. On (B) (6) 2008, the patient was revised. The screw was found fractured near the screwhead (about 1cm from the screwhead).

Manufacturer narrative:
This device is not marketed in the united states, however, similar devices are available. : additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.